Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, revealing the collet assembly and nose bearings were corroded. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. The drill attachment could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.